Event description:
During a ptca treatment procedure, the maverick2 monorail 12 / 3.5 mm balloon ruptured at 9 atms on the second inflation. (The number of atms reached on the initail inflation is unknown). The lesion being treated was a very calcified, 90% stenotic lesion in a very tortuous distal left circumflex (lcx) coronary artery. The physician used a neo's rinato 0.014" guidewire and a 7f brite tip jl4 st guide catheter to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Pt status is reported as 'good.'